Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm during bolus delivery on the insulin pump. The customer's blood glucose level was 110 mg/dl. The customer received an e70 alarm. The customer was advised that the insulin pump will need be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to the motor gearbox being jammed. Unable to verify other error alarms or perform displacement, rewind, basic occlusion, prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump also had a cracked case at the display window corner.